Manufacturer narrative:
The reported event that unknown sterile screw was alleged of - sterile period expired could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Remains implanted.

Event description:
Customer reported that an out of date (expired) sterile screw was put into a patient. The staff realised the screw has expired, therefore it was removed and a new sterile screw was put in place. Stryker representatives were not present during the case. Customer did not disclose any product details. There were no delays to the surgery.